Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger was not charging his battery packs. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon evaluation, there liquid contamination to the charger's pca board. This prevented the charger from charging a battery pack. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger. The pt received a replacement charger.